Event description:
A malfunction was reported following a software update, displaying malfunction code malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to their blood glucose level. Technical support provided pump reset information and instructed the customer on resetting the pump. The malfunction did not reoccur after the reset, and the customer was advised to continue using the pump and to contact technical support if any further issues arise. The customer acknowledged and understood the instructions provided.